Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving an alert for non-sustained lead noise. Upon review intermittent loss of capture in the ventricle was observed. The device will be reprogrammed. The patient wil be monitored routinely.